Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received unspecified low readings on the sensor experienced unspecified symptoms of hyperglycemia and high ketones. Customer was seen at the hospital where she stayed there overnight and received unspecified treatment to lower her glucose levels to normal. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.